Event description:
An olympus representative reported to olympus, on behalf of the customer, that the otology high speed multi drill hand piece with the short mastoid attachment, became sufficiently hot to burn through metal and caused severe, first-degree burns with blistering to the physician's two fingers during a therapeutic mastoid procedure for cholesteatoma. The burns were treated with cold application. The physician had only been using it for less than a minute. The hand piece reportedly started smoking and smelled like burning metal similar to a fired gun. In addition, the burr piece broke inside the handpiece. The physician attempted to use another otology high speed multi drill hand piece but there were more "issues" noted and the diego elite system console reportedly "malfunctioned" as well. The customer believed that the second handpiece was incorrectly attached to the console and attributed the issue to either the console or user error. The procedure was cancelled, and the patient was discharged. There was no further harm or user injury reported. Case with patient identifier: (B)(6) reports the first otology high speed multi drill hand piece. Case with patient identifier: (B)(6) reports the short mastoid attachment. Case with patient identifier: (B)(6) reports the burr piece. Case with patient identifier: (B)(6) reports the diego elite system console. Case with patient identifier: (B)(6) reports the replacement otology high speed multi drill hand piece.

Manufacturer narrative:
The serial number of the device referenced in this report is unknown. The device has not been returned to olympus at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device referenced in this report was not returned to olympus and therefore, an evaluation could not be completed to confirm or not confirm the allegation. The device history record was unable to be reviewed, as the lot number was not provided. The investigation determined that there is no manufacturing, material, or processing related cause for this failure mode. The root cause has been determined to be use error as the customer stated that the hand piece did not work because it was not properly connected to the console. The customer has decided not to return the hand piece, thus the reported failure is not confirmed. Olympus will continue to monitor the field performance of this device.